Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: analysis of the returned device identified: overweight, wear abrasion, deformation, white biological tissue in the shell and crease fold. Voids in the gel observed after autoclave cycle. It was reweighed on mo 502-65-004 and the unit is within specification. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.